Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The image shows the product lidstock, however, the device is not pictured. No conclusions about the device could be made from the photo. A full inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guidewire could not be confirmed based on the customer photo provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during the passage of the right bilumen central venous catheter it was difficult to advance the guide wire. When it was removed it was found to be kinked. Another device was used successfully.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the passage of the right bilumen central venous catheter it was difficult to advance the guide wire. When it was removed it was found to be kinked. Another device was used successfully."